Event description:
It was reported that 8 cases of endophthalmitis occurred in same the hospital and pts were treated with antibiotics. The hospital is conducting a review on all products that may have been used on any of the cases. Two different ocucoat (viscolastic) lot numbers were reported without specific information related to individual pt or surgery. Additional information pertaining to each specific case has been requested, but has not been received. Please reference MDR# 1119279-2012-00025 for the other reported ocucoat lot number 133611c.

Manufacturer narrative:
The ocucoat viscoelastic has been requested from the user facility, but has not been received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.